Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch; the insulin pump was also found with moisture damage on the electronics, vibrator, keypad and battery tube assembly. Unable to perform the displacement test due to motor error alarm. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported via phone, he went swimming and he left the insulin pump on and it got wet. Customer mentioned the device was splashed and no water got inside of the device. Customer stated, the device seemed as it was functioning, but it's starting to alarm motor error. Customer was driving when the alarm occurred. The device was exposed to a body scanner on (B)(6) 2015 at the airport. Customer doesn't use the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.